Event description:
It was reported that the procedure was being performed on a female patient. The catheter was placed in the epidural space between l4-l5. During the removal of the catheter, the nurse noticed that the tip of the catheter wasn't all there. An x-ray was performed and showed the catheter tip was still in the patient at the l4-l5 level. The patient was taken to surgery and the piece was removed successfully. There was no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.